Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric bypass surgery, when clamping the stomach, two reloads did not fire. The surgeon was able to press the green button. Another reload was used to complete the procedure. There was no patient injury.